Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a perclose proglide device after a heart catheterization diagnostic procedure. Reportedly, there was resistance to device insertion. When device removal was attempted, the device would not come out, the device was stuck. A femoral angiogram was done to determine why the device was stuck. The device was found to be broken just proximal to the foot, the actuator wire was holding the two pieces together. Removal was attempted again, the device was still stuck. The patient was taken to surgery. A subcutaneous tissue tract dissection was done and the device was removed. There was no tissue damage to the artery. Hemostasis was achieved using manual arterial compression. The tissue tract was stitched close with 10 stitches. The patient did not require a transfusion. The hospital stay was extended one day. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Maude event report (foi) report number (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.